Event description:
In 2007, the patient was originally treated with a medtronic aneuryx device. CT images revealed a kink in the graft and migration of the device. Placement of the gore excluder aaa endoprosthesis inside of the aneuryx device resulted in the dissection of the small mesenteric artery due to aneuryx device tortuosity and positioning. The patient expired 3 days later, due to intestinal ischemia.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.